Event description:
Pt had bilateral breast augmentation with saline filled breast implants size 270cc in 1992 by another physician. The right implant ruptured, the left breast had capsular contracture.